Manufacturer narrative:
Additional information: on may 26, 2020, mentor became aware that the 69-year-old female also experienced bilateral baker grade ii capsular contracture and was diagnosed with recurrent right breast cancer. As a result the patient underwent unilateral device removal on the right side on (B)(6) 2020. The left-sided device will be removed at a future date. On may 27, 2020, the mentor failure analysis lab received the device for evaluation. On june 3, 2020, the investigation was completed. Device investigation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of our quality process, the manufacturing records of this 6998217 number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: adverse event. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation with 475cc mentor memoryshape breast implants and experienced an unspecified adverse event postoperatively. As a result, the patient underwent bilateral device removal on (B)(6) 2020. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On june 23, 2020, the updated product investigation was completed. Updated device investigation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of lot 6998217 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).